Manufacturer narrative:
Findings: unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7volts for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector , pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, missing display window cover, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, minor scratches on lcd window and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm every 4 hours. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.